Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during investigation, the pump failed to power on and the original complaint was unable to be investigated. Unrelated to the original complaint, there was moisture visible in the display. A leak test was performed and failed indicating a case leak. The pump was opened and there was moisture damage found on the printed circuit board. Additionally, the pump case was observed to be cracked near the top right corner of the display.